Manufacturer narrative:
Follow-up received on 22-aug-2016: ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Follow-up received on 05-sep-2016: no consent was received from patient. Health authority reference number was received (B)(4). Follow-up received on 05-sep-2016: an updated quality-safety evaluation (ptc global number (B)(4)) was received, without any changes. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1505 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and had the xenobiotic material (essure) removed. According to additional information, received via regulatory authority, she presented pain in pelvis among other non-serious events. This case was considered as a potential legal case. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering events nature per se and the absence of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.

Event description:
This is a spontaneous case report received from an adult (>=18y & <65y) female consumer via letter (in which she holds company liable for the damage caused) in (B)(6) on (B)(6) 2016 who had essure (fallopian tube occlusion insert) placed in (B)(6) 2008 for sterilization. Consumer reported that, on (B)(6) 2008, she underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment, she developed several physical complaints. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints consumer is being impeded in her normal daily functioning and is suffering from injury. Follow-up information is expected. Follow-up information received by regulatory authority in (B)(6) on (B)(6) 2016 from consumer and forwarded to bayer on (B)(6)-2016. On (B)(6) 2008 essure (fallopian tube occlusion insert) was placed. Consumer was (B)(6) at this time. The device insertion procedure was painful and consumer was treated with ibuprofen. On an unspecified date the consumer experienced increase or heavy blood loss during menstruation, pain during ovulation, pain during menstruation, pain in pelvis, pain in abdomen, lower back pain, breasts pain, pain radiating to legs. She reported that pain was stabbing. Consumer also had loss of libido, tiredness, insomnia, mood swings, excessive sweating. Work-related problems and relation and/or family problems were reported. Doctors (psychiatrist, alternative therapy and osteopath) have been contacted. She was treated with regression therapy and naturopath she underwent an endurance test and was diagnosed with fatigue syndrome. At time of this report the consumer had not recovered from the events. Essure had been removed on an unspecified date. Company causality comment this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and had the xenobiotic material (essure) removed. According to additional information, received via regulatory authority, she presented pain in pelvis among other non-serious events. This case was considered as a potential legal case. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering events nature per se and the absence of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Product technical analysis is being sought.

Manufacturer narrative:
(B)(4).